Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) episode and was transported to the emergency room. An external shock was delivered to the patient as the patient's device does not treat vt. A boston scientific sales representative was contacted for system evaluation and the device delivered pacing support post shock; however, capture was questioned for ten seconds post shock. A boston scientific technical services consultant discussed the possibility that the heart was stunned from the external shock. The sales representative was not able to confirm if there was actual loss of capture. No adverse patient effects were reported.